Manufacturer narrative:
(B)(4).

Event description:
Procedure type: k rectum. According to the reporter: the device failed to fire. A new device (product code egiaustnd) was used to complete the surgery. There was an extension of surgery time by more than 30 min. No adverse event was reported due to the extension. There was no blood loss of more than 250cc. There was no tissue damage. No reinforcement material was used. Current patient status is good.